Manufacturer narrative:
Gbo complaint: (B)(4). We e received 1 box unopened for 450239/g150234v for evaluation. We forwarded the complaint and samples to our affiliated headquarters in austria from which we received this product. According to their investigation and comments, a review of the production and testing documents indicate no deviation occurred during production. No abnormalities or deviation were detected during in process control. Documents for the batch final checking, which includes functional testing, indicate that no abnormalities were documented. Inprocess control was increased and the samples checked regarding the claimed error showed no deviations. Therefore, the complaint can not be determined.

Event description:
Customer states that they had a hard time lining up the safety shield with the needle when attempting to activate the safety. Customer indicated that the shield kept veering off to one side as opposed to staying in the straight position.